Manufacturer narrative:
An attempt to inflate the balloon from the returned device revealed a leak in the balloon. Visual inspection at high magnification confirmed that the source of the leak was a micro tear on the balloon, approx 5.5 mm from the balloon proximal tip. A review of the lhr was not possible as the lot number was not provided. Based on the info provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.

Event description:
The following info was reported by aci sales rep: balloon lost pressure while pulling back. Manual compression applied for ten minutes. The pt was not hospitalized. Deployer: in training. Stick location: at femoral head. Vessel size: 5-7 mm.